Event description:
Subsequent to the initial medwatch report, additional information was received stating that on (B)(6) 2013, during the procedure, the patient had hypotension and a bolus of fluids were given intravenously as treatment. This was reported as a non-serious event and the hypotension resolved the same day without an adverse patient sequela. There was no additional information provided. Also, the elevated enzymes resolved without an adverse patient sequela on (B)(6) 2013. No additional information provided.

Event description:
It was reported that during a xience xpedition stenting procedure of a proximal left anterior descending artery (plad), the patient had unstable angina throughout the procedure and a morphine sulfate (mso4) was given and nitroglycerine drip was started as treatment. The patient remained stable throughout the procedure. The angina resolved without an adverse patient sequela the same day. Post procedure, the next day, on (B)(6) 2013 there was an elevated creatinine kinase-myocardial band (ck-mb) value of less then five times. There was no myocardial infarction reported and no treatment provided for the enzyme elevation. The enzyme elevation outcome was reported as unknown and the patient was discharged home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of angina, as listed in the electronic xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) is listed as a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.